Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra). Lot, model, and catalog number are not available, but the suspected mentor device is possibly associated with reported adverse events: mentor gel implant and/or mentor saline implant table 2.1 indicates re-operations involving mentor implants vs non-mentor implants over a time span of 2014-2021 in two groups. The table does not indicate specific reasons for the number of re-operations or specifics on the two groups included in the charts, but a summarized indication list for each group for the occurrence percentage from total primary operations. This section also includes a table that captures the patient-reported symptoms (per group) associated with adverse events being reported. This complaint captures the reoperation indications for each group. Adverse event(s) reported for mentor implants associated with revisions in 2014-2021 group b for a total of 129 reoperated patients the percentage includes both mentor anatomical implants and mentor round implants: qty unk (B)(4) occurrence) capsule related (understood as capsular contracture). Qty unk (B)(4) occurrence) rupture related. Qty unk (B)(4) occurrence) rotation of device-related. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.